Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. Currently there is disease progression with aortic neck dilation. The aortic neck had dilated measuring 28 mm for about 1 cm and 29 mm for the next 1 cm. It was reported that a recent discovered the bifurcated stent graft has migrated 2 cm distally below the lowest renal. There was no evidence of an endoleak. The physician successfully treated the migration of the bifurcated stent graft with the implantation of an endurant aortic cuff. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (migration). Patient's condition affected effectiveness of device (disease progression; neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation).